Event description:
Patient presented to the physician with the stimulation lead protruding from the neck incision. Physician brought the patient into the operating room and removed the inspire system.